Event description:
The faciltiy representative contacted baxter on (B)(6) 2010 to report that a multirate infusor had a reservoir ruptured during the patient use at the hospital. The reservoir ruptured at the almost end of infusion. No patient injury, adverse event or medical intervention associated with this report. The patient was being infused with 1% ropivacaine hydrochloride hydrate 40ml (mililiter), 0.2% ropivacaine hydrochloride hydrate 100ml. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The sample has been requested for evaluation, but it has not been received.